Event description:
It was reported that the communicator smells like burning. The patient was advised to keep the communicator disconnected. A boston scientific company representative opted to replace both the communicator and the cellular adapter. The communicator is no longer in service. No adverse patient effects were reported.